Manufacturer narrative:
Product analysis the device was returned with the distal flush tool (dft) positioned over the housing. The dft was retracted, and it was found that the cutter would not advance past biologics beside bulge in housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of plaque in the left superficial femoral artery using the hawkone m device, plaque excised from the artery was observed coming out of the sides of the device (mec holes) instead of being packed within the nosecone. The patient presented with plaque in the left superficial femoral artery (proximal, mid, and distal segments) with greater than 50% stenosis, minimal tortuosity, minimal calcification, and a vessel diameter of 7 mm. The procedure involved post-dilation and the device was passed through a previously deployed stent. No resistance was encountered during device advancement, and the instructions for use were followed without issue. (The physician stated that the device was working how it normally does, that it turned off once the thumbswitch was in the off position, and that there was no resistance felt on the thumbswitch. Regarding the cutter itself, he stated that he did not notice any deformation in the cutter, but also said that he didn't look at the cutter. He just wanted a new device open so he can continue treating the patient). The device was safely removed from the patient, and the procedure was completed using a new h1-m device. No health consequences or impact were reported, and the patient remained alive with no injury. No patient complications have been reported as a result of this event.